Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that patient's therapy stopped working 3 years ago. The exact date was not provided. Patient reported having major back problems and that it was going down their leg. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.